Manufacturer narrative:
Unable to perform displacement test, occlusion test or verify insulin block alarm due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that top ring of reservoir was broken. The customer¿s blood glucose level was 23 mmol/l. It was also reported that they received occlusion alarms and insulin was exited during cannula fill. The insulin pump will be returned for analysis.